Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 405mg/dl which was treated with insulin pump and insulin pump alarmed for no delivery. Customer stated that insulin exited at quick release. Customer¿s current blood glucose was 375mg/dl and customer treated with manual injection. Insulin pump will not be return for analysis.